Event description:
Dialysis pt. Air in blood detector, did not alarm event though blood had visible air bubbles. Co checked the unit on 11/1/95. The technician could not duplicate the problem. The uabd transducers were replaced as a precaution.